Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: the following six (6) processing runs either started or completed on (B)(6) 2021: the "factory 4hr xylene standard" protocol comprising 55 cassettes, which started in retort b at 14:10pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021; the "factory 12hr xylene standard" protocol comprising 100 cassettes, which started in retort a at 14:12pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021; the "factory 2hr xylene standard" protocol comprising 60 cassettes, which started in retort b at 08:59am on (B)(6) 2021 and completed at 11:11am on (B)(6) 2021; the "factory 4hr xylene standard" protocol, comprising 50 cassettes which started in retort b at 14:53pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021; the "factory 12hr xylene standard" protocol, comprising 100 cassettes, which started in retort a at 14:54pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021 and the "factory 2hr xylene standard" protocol comprising 20 cassettes, which started in retort b at 08:38am on (B)(6) 2021 and completed at 10:50 on (B)(6) 2021. The station properties for bottle 10 (ethanol) were reset at 13:21pm on (B)(6) 2021; and the reagent from this bottle was subsequently used for the final dehydration step of both the "factory 12hr xylene standard" protocol started in retort a at 14:54pm on (B)(6) 2021 and the "factory 2hr xylene standard" protocol started in retort b at 08:38am on (B)(6) 2021. There was no evidence of any use error(s) when replacing the reagent in bottle 10 (ethanol); and the bottle was not locked by the density meters indicating that reagent of appropriate concentration had been used to fill this bottle. There is no evidence of any use error(s) when replacing any of the reagents used for the protocols detailed above; and no reagent bottle(s) was locked by the density meters. Event code "132" recorded at 08:39am and 08:41am on (B)(6) 2021 during execution of the "factory 2hr xylene standard" protocol started in retort b at 08:38am on (B)(6) 2021 indicates that a drop in the vacuum level occurred during filling of the retort before the expected liquid level sensors were activated. The following information was displayed to the user in both instances: "insufficient reagent; check contents and reagent fill level setting, retort b, bottle 1" the root cause for generation of event code "132" was a use error. Specifically, a user failed to ensure that the reagent bottle(s) was filled in accordance with the following instructions detailed in section 2.2.2 of the leica histocore peloris 3 premium tissue processing system user manual: "use markings on the reagent bottles and wax chambers to ensure you have enough reagent to fill the retorts to the required level. Always keep the reagent or wax volumes well above the markings, but below the maximum (max) level. Reagent levels below the minimum will cause protocols to either fail or use a sub-optimal reagent sequence". Generation of this event code did not either interrupt the processing protocol in retort b or cause or contribute to the circumstances involved in this complaint, because a suitable alternative reagent station (bottle 2) was substituted in step 1 of the protocol per the prescribed software workflow. No other use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the six (6) protocols either started or completed between (B)(6) 2021. Investigation of this complaint found that the instrument functioned as designed during execution of the six (6) protocols either started or completed between (B)(6) 2021, which is the period the affected runs were executed. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using histocore peloris 3 rapid tissue processor serial number: (B)(4), were "hard to cut with microtome". On 13 april 2021, a leica biosystems field service engineer (fse) documented: "no problem has been detected after many tests". On 15 april 2021, leica biosystem (B)(4) received the adverse event information form from the fss detailing the following onsite findings and troubleshooting actions/recommendations: "(B)(6) 2021. All runs affected. Customer refers hard samples from peloris. Change all reagents in the system including paraffin. Clean bottles and paraffin baths. Tray [sic] another cassets [sic]. Active flow byopsy [sic] proposed" the fss also documented the ethanol concentration in bottles 3-10 measured by hydrometer and that calculated by the instrument software, which showed that the variance between the measured and calculated ethanol concentration was found to be within the acceptable limit of 5% in all instances. Information also documented in the adverse event information form details that sub-optimal tissue processing was identified from 18 cassettes processed in three (3) runs executed in retort b of the instrument, using either the "factory 2hr xylene standard" protocol or the "factory 4hr xylene standard" protocol. The affected processing runs were detailed as starting at 14:54:16pm on (B)(6) 2021 and 08:38:00am on (B)(6) 2021 and completing at 07:47:12am on (B)(6) 2021 and at 10:53:22am on (B)(6) 2021. (This information conflicts with that in the event information section of the adverse event information form indicating that all runs on (B)(6) were affected.) The tissue types and sizes of the affected samples were detailed as: "breast and renal biopsies" and "2-5mm" respectively. On 15 april 2021, leica biosystems (B)(4) received information from the leica field support scientist, advanced staining iberia (fss) that seven (7) cases comprising six (6) females and one (1) male were not diagnosable; and re-biopsy had been recommended for all of these cases. On 22 april 2021, the fss received an identifier and the year of birth for the six (6) cases "that have had to be repeated without remedy" from the head of the pathological anatomy section, (B)(6) hospital. On 30 april 2021, leica biosystems (B)(4) received the following information from the leica regional sales manager in response to a request to provide the gender for each of the affected patients: "customer and instrument is now working well and they doesn't [sic] want at this moment to share the information." Refer to MFR. Report #8020030-2021-00043, #8020030-2021-00044, #8020030-2021-00046, #8020030-2021-00047, and #8020030-2021-00048 for specific details of the other patients involved.